Manufacturer narrative:
H.6. Investigation summary four photos were provided for evaluation. They show a syringe barrel with black specks- from the photo. It looks like degraded resin from molding or black ink from the barrel printing process. Based on the images provided. It could be degraded resin from the molding process or black specks from the barrel printing process. The reported condition is confirmed. This lot was produced for 0.179mm units with one complaint. It has a cpm of 5.5. We will continue monitoring and trending this product and lot# for this symptom. A device history record review was completed with zero defects found. No quality notifications were written for this batch, nor the associated assembly batches. Complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored monthly. Our business team regularly reviews the collected data for identification of emerging trends.

Event description:
It was reported that 26 syringe 30ml ll bns experienced foreign matter contamination which was noted prior to use. The following information was provided by the initial reporter: material no: 301033 batch no: 0003695. Event description: during assembly process 26 each discovered with loose debris.

Event description:
It was reported that 26 syringe 30ml ll bns experienced foreign matter contamination which was noted prior to use. The following information was provided by the initial reporter: material no: 301033, batch no: 0003695. Event description: during assembly process 26 each discovered with loose debris.

Manufacturer narrative:
H.6. Investigation summary: since no samples displaying the condition reported are available for examination, we were unable to fully investigate this incident. No root cause can be determined as no samples were received. This lot was produced for 0.179mm units with 1 complaint it has a cpm of 5.5. We will continue monitoring and trending this product and lot# for this symptom. A device history record review was completed with zero defects found. No quality notifications were written for this batch, nor for the associated assembly batches h3 other text : see h.10.

Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that 26 syringe 30ml ll bns experienced foreign matter contamination which was noted prior to use. The following information was provided by the initial reporter: material no: 301033 batch no: 0003695. Event description: during assembly process 26 each discovered with loose debris.